Manufacturer narrative:
Conclusion: one used segment of suture was microscopically examined. It had a broken end. The circumstances and force required to break the suture could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic colectomy on (B)(6) 2014 and suture was used. When the surgeon was making a knotted suture, the suture broke. There were no adverse patient consequences. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.